Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter would not power on and she was unable to use the meter since a week earlier, at around 6:00 a.m. After the reported issue began, the patient reported frequent urination and blurry vision. The patient denied receiving medical attention following use of the meter. She continued to take her usual dosage of medication, which is 5 mg of glucophage. The issue was not resolved with troubleshooting with the cca. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.